Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, as the customer declined to provide a value. The customer had previously reported this issue within the past month, and technical support decided to replace the pump, which was under warranty. In the meantime, the customer used a vacation pump.